Manufacturer narrative:
The device was not returned for analysis; however, the information provided to abbott reveals behavior that is consistent with a software issue that is addressed by resuming the study. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, a shift was detected which caused a 2 hour delay. The reference used was system reference. The patient did not move, there were no changes to the tidal volume and the coronary sinus stayed within the shadow. The geometry was recollected and the case was completed successfully but with a 2 hour delay due to the shift.